Event description:
Treatment of an avm. During onyx injection, it was reported the catheter leaked and onyx was seen exiting proximal to the tip. As a result, the physician closed the vertebral artery with embolic coils. The pt has been discharged from the hospital.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.